Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Red foot brake broke off of one of the casters after less than a month of use.